Manufacturer narrative:
Three used company iii (d) cartridges were returned with an opened labeled pouch. It cannot be determined which cartridge was for this complaint. All three will be evaluated. The cartridge will be numbers 1-3. Cartridge #1: viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle has a crack that starts midway on the top and runs into the tip. The crack changes to a split when it enters the thinner tip material. There is also stress observed in the thick nozzle area. Cartridge #2: viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle has heavy stress. The tip is split on the upper right side. Cartridge #3: inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle has heavy stress. The tip is split on the right side. Product history records were reviewed and documentation indicated the product met release criteria. The associated iol is qualified for use in the company iii (d) cartridge. The customer indicated the use of a qualified company iii (d) cartridge and viscoelastic. The reported tip damage was observed with one cartridge exhibiting excessive damage in the nozzle. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The other two cartridge exhibited stress in the nozzle and splits in the tip on the right side. One of these exhibited inadequate viscoelastic. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the patient had to have the incision enlarged during the initial procedure. The patient has induced astigmatism.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a haptic broke on the lens and the cartridge was damaged. This record is for the cartridge damage. Additional information has been requested.